Manufacturer narrative:
(B)(4). Date sent 6/11/2025. Photo analysis: this is an analysis of three photos submitted for evaluation. During the visual analysis, the following was observed: the first photo shows three anvil halves devices with batches 243d52, 848c98 and 243d53 from anvil area and all anvils can be seen partially detached from distal end. In addition, the device with batch # 848c98 shows partially protruding the saddle pin area. The second photo shows a device with both halves separated and the anvil could be observed partially detached from distal end with batch # 243d52. Also, on the background a box with lot # 800c53. The third photo shows a box of product code ntlc75, lot # 800c53 and a device with no reload loaded inside of open package. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot 800c53, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 243d52, 848c98 and 243d53, and no non-conformances were identified.

Event description:
It was reported that during a whipple procedure there was a problem in anvil half. (Anvil pocket ditched from the device).

Manufacturer narrative:
(B)(4) date sent 7/15/2025 d4 batch #206d61 corrected data d4: UDI#. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the staple height selector from the right side was broken and with no cartridge reload loaded in the device. Further analysis shows the anvil partially detached from the distal end and the anvil post on this area appears to be damaged as if the anvil was pulled out off the device. The event reported was confirmed and due to the condition of the staple height selector and the anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 206d61, and no non-conformances were identified.